Event description:
It was reported that the patient had a fall and lead migration. No diagnostic testing or troubleshooting was performed but would be performed in the future. Patient symptoms included pain and less than (B)(6) therapy relief at the lead location. It was further reported that x-rays were taken of the lead placement on (B)(6) 2014 and there was no lead migration. Impedance measurements were taken and all were within normal range. No leads were explanted. The patient was doing well with effective therapy with minor reprogramming.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).